Event description:
An optometrist reported that a pt experienced dryness approx 1 month post lasik and was reported to have trace epithelial nests at the flap margin in the left eye, add'l info has been requested but has not been received.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).